Manufacturer narrative:
Review of procedure #1507 shows bubble break through into the anterior chamber on imaging frames 28-29. The alignment camera shows the surgeon properly locking patient at the start of the procedure. Video imaging shows some slight patient movement. Arcuate depth settings may be adjusted from 85% to 80% at the surgeon's discretion to provide a larger safety margin. System functioned as designed. The patient is doing well after a suture was placed. No further clinical follow up is required.

Event description:
On (B)(6) 2026, doctor (B)(6) reported to cas that during procedure ID #1507, full thickness occurred during the temporal ak. They noted that a suture was placed.